Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had venous pressure stuck high during dialysis mode and had a damaged venous module board. The bmt indicated the venous module board appeared to have visible heat damage and slightly burnt. The bmt reported there was no burning smell, smoke, spark, or flame observed. The venous module board was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per bmt the venous module board was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the venous module board component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: the g3 date was inadvertently submitted in initial as (B)(6) 2021, however the correct become aware date is (B)(6) 2021. Additional information: h6 component code.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had venous pressure stuck high during dialysis mode and had a damaged venous module board. The bmt indicated the venous module board appeared to have visible heat damage and slightly burnt. The bmt reported there was no burning smell, smoke, spark, or flame observed. The venous module board was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per bmt the venous module board was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the venous module board component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had venous pressure stuck high during dialysis mode and had a damaged venous module board. The bmt indicated the venous module board appeared to have visible heat damage and slightly burnt. The bmt reported there was no burning smell, smoke, spark, or flame observed. The venous module board was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per bmt the venous module board was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the venous module board component was available to be returned to the manufacturer for physical evaluation.